Event description:
It was reported that the patient presented for a generator change procedure. Interrogation revealed that the right atrial lead exhibited failure to sense. The lead was capped and replaced on (B)(6) 2022. The patient was stable.